Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The correct date of event is (B)(6) 2015.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results. The hub and tubing of the returned customer sample was inspected with 10x magnification. No defects were identified. Thirty retention samples were tested under pressurized conditions to check for leakage in tubing, female luer, male luer, luers connection and other potential leakage points. There were no leakage points or any other defects identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5245672. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode. The product was within specification.

Event description:
It was reported that while using the 23 g x .75 in bd vacutainer® winged safety push button blood collection set the set leaked. There was no injury to patient or clinician, no blood exposure, and no medical interventions provided. The patient received another phleb. Draw and labs were obtained without further difficulty.